Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported.

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 5mm longitudinal tear starting 20mm from the proximal markerband with a 2.5mm circumferential tear/burst at the distal end of the tear. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).